Event description:
A report received from (B)(6) stated the device will not rotate. The device was not being used in during surgery. It is unknown if patient or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).